Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. It was also reported that the pump battery could not be charged. Customer reverted to an alternate form of insulin therapy. The customer's blood glucose level was 202 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the cartridge alarm issue could not be verified. The information will be used for tracking and trending purposes.